Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection, myocardial infarction, and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Part # changed from 1009543-18b to 1009543-12b.

Event description:
It was reported that the first target lesion was located in the mid right coronary artery (rca) with 99 percent stenosis. Pre-dilatation was performed prior to placement of the 4.0 x 18 mm promus study stent. The second target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis. Pre-dilatation was performed prior to placement of the second study stent (3.5 x 18mm). During the procedure, angiography performed at the target lesion in the mid rca revealed a dissection at the level of the stent and an associated intraluminal thrombus. It was treated with the placement of an overlapping 4.0 x 12 mm study stent. Resulting stenosis was 0%. On (B)(6) 2009, 1 day post index procedure, it was noted that the cardiac enzyme levels were elevated which is consistent with the protocol definition of a myocardial infarction. Subject was treated with medication and then was discharged on aspirin and clopidogrel. No additional information or patient effects noted. (B)(4).

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The 3.5 x 18 mm promus stent (1009542-08b, 8110361) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.